Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not verified. The device was put through extensive testing including power cycling and full functional testing without duplicating the report. An internal inspection of the device found no discrepancies. The monitor board and dock connector were replaced as a precaution. The device was recertified and returned with no fault found. Analysis of reports of this type has not identified an increase in trend.